Event description:
It is reported that the surgeon was unable to load the shell onto the impactor because there were no threads in the polar hole of the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.